Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. The customer reports an incidence of the quinton catheter adapter causing a hole in the catheter at the point where the adapter ends. Unk if pt received prophylactic antibiotics.